Manufacturer narrative:
Customer contact reports no patient information available. A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint.

Event description:
The hospital reported the unit stopped ventilation during use. The unit was replaced and ventilation was able to continue. There was no report of patient injury.